Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing broke during infusion could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model 20350e because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris smartsite low sorbing extension set experienced component separation and leakage. The following information was provided by the initial reporter: tubing broke creating a chemo spill and necessitating a new bag of chemo to be made.